Event description:
It was reported that the zimmer 30 inch dual port/single bladder disposable cuff would not hold pressure. Additional clinical follow up with the customer indicated that the reported issue occurred during the pre-operation check of a total knee procedure. There was no injury or harm involved and a replacement was available for use. The reported issue only occurred once; however, two lot numbers were provided (z000000413, z000000560). Account stated "in that particular run for cardinal we used both of those lot number during compilation of the pack and have no way to trace an individual pack."

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. A follow up medwatch will be submitted once the investigation is complete.